Manufacturer narrative:
On 2019-feb-28 arjo was informed about an incident related to ceiling lift system. It was reported that the reacher, which is an accessory facilitating attaching the maxi sky 440 ceiling device to the installation, fell and hit the resident's arm. In effect, the resident sustained hematoma. There was no indication that any medical intervention was needed. From the information gathered, the reacher was not an original arjo accessory. There was no arjo ceiling lift malfunction. The device involved in the incident is the ceiling lifting system:arjo maxi sky 440 portable ceiling lift attached to the ceiling installation with the use of reacher accessory, that was manufactured by a third party company. The ceiling lift with serial number (B)(4) and model number le00000-euuk was manufactured by arjohuntleigh magog on 2017-sep-26. The device history record has been reviewed for this specific device and no anomaly during quality inspection gate was found. When reviewing similar reportable events, we have found only one other case connected with using unauthorized reacher. Maxi sky 440 is a portable ceiling lift. This system consists of the installation and the lifting unit, which can be easily detached from the track and transferred to another room or installation. The lifting unit is attached to the track using carabiner. In case the installation is mounted high on the ceiling, there is a reacher available - an accessory which consists of: the loop (which should be connected to the carabiner), the hook (attached to the trolley moving along the track), the rod (providing an easy way to install and remove a portable lift from the track trolley). An original arjo reacher is a solid construction that should be hooked to the trolley before transfer and left there until the lifting unit needs to be removed, according to the instruction for use (IFU, (B)(4) rev. 6). The investigated reacher, provided by a third party company, has completely different design. It consists of two parts: a hook and a telescopic rod (connected by the magnet). In the investigated situation, the magnetic connection between the hook and rod disconnected during transfer, causing rod to fall onto the resident's arm. The instructions for use of the maxi sky 440 (IFU (B)(4) rev. 14) clearly states that solely arjohuntleigh components and accessories are intended to be used with our devices: warning: "arjohuntleigh strongly advises and warns that only parts designed by arjohuntleigh should be used on products and other devices supplied by arjohunteligh. Injuries can be caused by the use of inadequate parts." The IFU of the reacher (001.08315 rev. 6) also presents the adequate way to install the carabiner in the reacher, and the reacher in the ceiling lift trolley. It also presents the potential use errors with the carabiner. This should prevent the user from attempting a transfer if the lift reacher and carabiner are not properly installed. Warning: "any other installation method is unsafe and may result in injuries." Comparing facts gathered and arjo IFU's warnings, the reportable case represents unauthorized usage of the ceiling lift accessory. There was no indication of any malfunction of the arjo components that link the ceiling lift and the track. To sum up, arjo device itself was up to manufacturer's specification. It was used for the patient transfer and played the role in the investigated incident by being a part of a lifting system, that failed due to unauthorized use of non-arjo accessory. No adverse reaction occurred.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about an incident related to maxi sky 440 ceiling lift. It was reported that the reacher, which is an accessory for facilitating attaching the device to the installation, fell and hit the resident's arm. In effect, the resident sustained hematoma, but no medical intervention was needed. Arjo representative went to the customer facility for the inspection. From the information gathered to date, the reacher was not an original arjo accessory.